Event description:
Distractors came through scalp during distraction period.

Manufacturer narrative:
Since the affected product was not returned for investigation, based on the available information, it was not possible to perform a thorough product investigation. As per statistical evaluation, no indications were found for any systematic related issue. Device not returned.

Event description:
Distractors came through scalp during distraction period.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete.